Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Force was used to remove the device. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information, it is likely the foot caught suture, tissue or calcification, or the foot was in the access site. A slight rotation of the device in this condition/position can cause a separation of the guide. The broken guide prohibits control off the foot leading to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4- lot number updated from unknown to 4040441. D9 correction: returning device status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 - against resistance.

Event description:
It was reported that this was an arteriotomy closure of a calcified artery using a proglide device relative to an unspecified procedure. Reportedly, the foot plate was engaged but the proglide device was unable to come out. The foot plate was re-engaged, but the proglide device was still unable to come out. While applying some gentle pressure to try and pull it out, the proglide device broke off at the point where the metal meets the plastic portion. The black portion then remained in the vessel, vascular surgery was called to do a cut down and remove it. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.